Event description:
It was reported that this right atrial (RA) lead exhibited high pacing threshold outputs of 2.7 volts at 1 millisecond and 4.5 volts at 1 millisecond in unipolar pacing mode which was confirmed via threshold testing and ablation was the suspected cause. This RA lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported.